Manufacturer narrative:
A ge representative evaluated the system and replaced the cd/dvd drive. System operates as intended. (B) (4).

Event description:
The customer reported problems with the touch screen and system is intermittently locking up, and system is displaying a high capacity disk error. No patient injury was reported.